Manufacturer narrative:
A review of the device history records (DHR) of the products involved could not be performed, as the lot numbers are unknown. Consequently, traceability to manufacturing and quality records was not possible. A final MDR report will be shared once the investigation is complete.

Event description:
A shoulder revision surgery was performed on (B)(6) 2021 due to cuff failure, component wear, loss of range of motion, and pain. The complaint source also reported that cuff failure caused superior migration of the humeral head, with significant wear through the liner. The liner was still engaged in the metal-back component. As a result, the surgeon decided to remove the anatomic components and convert the implant to a reverse configuration. The following devices were explanted: · smr humeral head ø50 mm (product code: 1322.09.500, lot number: unknown). · neutral adaptor taper standard (product code: 1330.15.270, lot number: unknown). · smr finned humeral body (product code: 1350.15.110, lot number: unknown). · liner f. Met.back glen. Small (product code: 1377.50.020, lot number: unknown). · metal-back glenoid small (product code: 1375.20.020, lot number: unknown). The initial shoulder implantation surgery was performed on (B)(6) 2009. The patient was female and was 88 years old at the time of the revision surgery. Event happened in australia.